Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, regarding the first event, the patient received multiple line blocked alarms. The first incident occurred a couple of weeks ago, and then it occurred again 2 days later. The patient received another line blocked alarm. Each time, the patient attempted to resolve the issue with the current cassette, with no success. The patient then changed the infusion set and noticed that the cannulas were bent and that the tubing appeared cloudy with insulin inside. There was patient involvement and no reported patient harm.